Event description:
It was reported that the pump came out of the skin?. The pt went to the ER. The pump was removed. The pt also had a laminectomy. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.